Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient¿s leads migrated. Reportedly, the surgeon was concerned that the migration resulted in the lead being too superficial. As such, surgical intervention took place over a year ago wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: h6- health effect - clinical code and health effect - impact code. Issue regarding erosion documented on related manufacturer reference number: 1627487-2025-04784 and 1627487-2025-04785.